Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 2 devices were received. 1 device investigation type has not yet been determined. Evaluation status: 2 device evaluations are in progress. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had small pieces breaking off. 1 event had no patient involvement; no patient impact. 2 events had no information received.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had small pieces breaking off. 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 3 previously reported events are included in this follow-up record. Product return status 3 devices were received. Event confirmation status 1 reported events were confirmed; the cause was traced to component failure. 2 reported events were not confirmed. Evaluation results 1 device was found to be affected by part of the drivetrain/chuck tip being broken off. 2 devices had no problem found.